Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of endometritis ("chronic endometritis") in a female patient who had essure inserted (lot no: e36580) for female sterilisation. The patient had a medical history of abortion (2) in 1997 and obesity, dysmenorrhea, menorrhagia, pelvic pain female, urge incontinence, allergy (molds no known drug allergies pollens), (trees, grasses, flowers), premature delivery (3), depression, anemia, parity 4 and multi gravida. Race - african american. Previously administered products included: ativan and ibuprofen. The patient had a family history of blood pressure high and diabetes. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced endometritis (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bl salpingectomy and cystoscopy done on (B)(6) 2018). At the time of the report, the outcome of the event was unknown. The reporter considered endometritis to be related to essure administration. The reporter commented: more than one related surgery-no three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 54.276 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: transvaginal ultrasound. Type of ultrasound performed today : vaginal. Findings/interpretation: the uterus appears normal in size and texture, the endometrium measures 5.4 mm. The left ovary appears wnl. The right ovary has a simple cyst that measures 4.3 cm. Of note: the left essure coil is seen and appears within place, however, the right essure coil placement could not be confirmed. No free fluid seen. Assessment: female pelvic pain [pathology test] on (B)(6) 2018: surgical pathology report. Final diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus with chronic endometritis, weakly proliferative endometrium and superficial adenomyosis. Lower uterine segment with no significant microscopic alterations. A portion of endocervical canal with no significant microscopic alterations. Right fallopian tube with benign paratubal cyst, congestion, and otherwise no microscopic alterations. Left fallopian tube with congestion and otherwise no significant microscopic alterations. Clinical information: menorrhagia, dysmenorrhea, pelvic pain. Gross description: within the right and left cornu of the uterus there are silver metallic coiled wires which extend into both fallopian tube segments, approximately 3.2 cm in length. The right fallopian tube measures 7.6 x 0.5 cm. The left fallopian tube measures 8.2 x 0.4 cm.; on (B)(6) 2019: surgical pathology exam. Gross description: ovary #1 is 7.4g, 2.8x2.5x2.3 cm displaying a tan-white vaguely cerebriform outer surface. Sectioning reveals a tan-white to gray smooth and homogeneous cut surface displaying focal peripheral smooth-walled cysts ranging from 0.1 x 0.1 x0.1 cmto1.5x0.9x0.7cm. The cysts are filled with clear serous fluid. Ovary #2 is 9.7 g, 3.5 x 2.5 x 2.3 cm displaying a tan-purple, vaguely cerebriform and smooth outer surface. Sectioning reveals a tan-white to gray smooth and homogenous cut surface displaying peripheral smooth-walled cysts ranging from 0.2 x 0.2x0.2cmto2x1.4x0.8cm. The cysts are filled with clear serous fluid. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added non drug treatment updated. Event medical device removal updated to endometritis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, 63 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, 63 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of endometritis ("chronic endometritis") in a female patient who had essure inserted (lot no. E36580) for female sterilisation. The patient had a medical history of abortion (2) in 1997 and obesity, dysmenorrhea, menorrhagia, pelvic pain female, urge incontinence, allergy (molds no known drug allergies pollens (trees, grasses, flowers)), premature delivery (3), depression, anemia, parity 4 and multi gravida. Race - african american. Previously administered products included: ativan and ibuprofen. The patient had a family history of blood pressure high and diabetes. On (B)(6) 2018, the patient had essure inserted. On unknown date she experienced endometritis (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bl salpingectomy and cystoscopy done on (B)(6) 2018). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2018. The reporter considered endometritis to be related to essure administration. The reporter commented: more than one related surgery-no three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 54.276 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: transvaginal ultrasound. Type of ultrasound performed today : vaginal. Findings/interpretation: the uterus appears normal in size and texture, the endometrium measures 5.4 mm. The left ovary appears wnl. The right ovary has a simple cyst that measures 4.3 cm. Of note: the left essure coil is seen and appears within place, however, the right essure coil placement could not be confirmed. No free fluid seen. Assessment: female pelvic pain [pathology test] on (B)(6) 2018: surgical pathology report. Final diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - uterus with chronic endometritis, weakly proliferative endometrium and superficial adenomyosis. - lower uterine segment with no significant microscopic alterations. - a portion of endocervical canal with no significant microscopic alterations. - right fallopian tube with benign paratubal cyst, congestion, and otherwise no microscopic alterations. - left fallopian tube with congestion and otherwise no significant microscopic alterations. Clinical information: menorrhagia, dysmenorrhea, pelvic pain. Gross description: within the right and left cornu of the uterus there are silver metallic coiled wires which extend into both fallopian tube segments, approximately 3.2 cm in length. The right fallopian tube measures 7.6 x 0.5 cm. The left fallopian tube measures 8.2 x 0.4 cm.; on (B)(6) 2019: surgical pathology exam gross description: ovary #1 is 7.4g, 2.8x2.5x2.3 cm displaying a tan-white vaguely cerebriform outer surface. Sectioning reveals a tan-white to gray smooth and homogeneous cut surface displaying focal peripheral smooth-walled cysts ranging from 0.1 x 0.1 x0.1 cmto1.5x0.9x0.7cm. The cysts are filled with clear serous fluid. Ovary #2 is 9.7 g, 3.5 x 2.5 x 2.3 cm displaying a tan-purple, vaguely cerebriform and smooth outer surface. Sectioning reveals a tan-white to gray smooth and homogenous cut surface displaying. Peripheral smooth-walled cysts ranging from 0.2 x 0.2x0.2cmto2x1.4x0.8cm. The cysts are filled with clear serous fluid. Lot number: e36580 manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.